Event description:
Two hours into treatment pt c/o cramps, backpain and being cold tempt up to 98.8 degree (97.6 pre) pt taken off dialysis early and admitted to hospital. Temp spiked to 102.2 degree f in e.r. Wbc on admission was 22,000.